Manufacturer narrative:
The reported event of an at/af burden alert was confirmed. The alert was correctly triggered due to 6.8 hours of at/af collected in the atrial tachy summary diagnostics. The atrial episode logs were cleared more recently than the atrial tachy summary diagnostics; hence, the episode duration based on the logs does not match the total burden from the summary diagnostics.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that the patient's pacemaker had a diagnostic anomaly. The clinic will continue to monitor the patient. No intervention was performed. The patient had no adverse consequences.